Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "there were 3 grams of unasyn infusing when the nurse heard the IV alarm beeping. The nurse re-started the pump but the alarm continued to beep. She then opened up the chamber and noted a bubble within the tubing. She then changed the line and ordered a new bag of unasyn. There was no injury noted to the patient."